Event description:
Caller reported a continuous glucose monitor error labeled as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, and the caller planned to reset the pump when ready and to follow up if the issue persisted.